Event description:
The following information was received through a review of a translated vigilance report. It was reported that the autopulse was displaying a user advisory (ua) 21 message (position change does not coincide with motor direction). No specific details were provided. No adverse patient sequelae was reported. Please note that the exact date of this event is unknown.

Manufacturer narrative:
Please see the following related MFR report: # 3003793491-2014-00362. Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation is completed.